Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was 489 mg/dl at the time of the incident. The customer reported that he woke up with a high blood glucose reading and changed the infusion set, rewind the insulin pump and received a motor error and followed by compromised force sensor system. The customer stated that the drive support cap was normal. Customer also reported to have experienced a high blood glucose of 489 mg/dl and treated with insulin pump and declined high blood glucose and motor error troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No motor error alarm and alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, broken belt clip slot, cracked reservoir tube, cracked on display window, cracked case near display window corners, stained end cap sticker, cracked reservoir tube lip and minor scratches on display window noted.